Event description:
On (B)(6) 2011, the manufacturer was called by a pacemaker company's representative requesting pacemaker precautions for a vns patient. The representative did not know what type of arrhythmia the patient is experiencing. The representative was informed of the pacemaker and electrocautery precautions for vns patients. Good faith attempts have been made to the patient's neurologist and cardiologist; however, no further information has been received. If additional information is gained, it will be reported.